Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver download was performed and passed. A functional test was performed and passed relevant testing. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.